Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, tenaculum instrument broke during procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments are inspected in spd during packaging. There was no collision. Visual observation noted that the surgeon was the instrument to push/move the tissue out of the way instead of grabbing it, which caused the instrument to tips to snap. The broken tip was removed during the same procedure. No x-rays were performed. The report did not know which instrument had a broken tip, the customer had issues with two tenaculum instruments during the procedure. The second tenaculum instrument had a broken cable, with no fragments falling inside of the patient. The procedure was completed with no reported injury.